Event description:
The customer states that falsely elevated axsym bhcg results were reported on a pt. Eight different serum samples drawn from one month to the next produced axsym bhcg values ranging from 199 mlu/ml to 317 mlu/ml. The pt was given a dose of methotrexate in 2001. It was not specified why the methotrexate dose was given (for therapeutic abortion or chemotherapy for suspected gestational trophoblastic disease). The customer was unable to provide any add'l pt info.